Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID: sedr01, implantable pulse generator (ipg), implanted: (B)(6) 2008. Product ID: 459245, implantable pacing lead, implanted: (B)(6) 2006. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited intermittent loss of capture on the non-magnet strip. The rv lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.